Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room following a syncopal episode. Hospital telemetry strips confirmed intermittent right ventricular (rv) loss of capture (loc). The patient is pacemaker dependent. A review of the rv lead integrity measurements identified low pacing impedance measurements. It is suspected that the competitive rv lead has insulation damage and intervention is likely. The device was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that the competitor rv lead was capped and the device was explanted.